Manufacturer narrative:
Additional information was received indicating there was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition for the reported issue of an "error message". The device's event log was checked and no disposable and upstream occlusion sensor alarm messages were found. The investigation was unable to duplicate the customer's reported problem. However, due to finding the "no disposable" and "upstream occlusion" alarm messages, it's recommended that the downstream and upstream occlusion sensors to be replaced.

Event description:
Information was received indicating that the patient reported that while using the smiths cadd-legacy 1 pump displayed an error message. It's unknown what the error message was. There was no reported injury to the patient.